Manufacturer narrative:
Device evaluated by MFR: returned product consisted of zelante dvt thrombectomy system with no other devices. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that a loss of aspiration occurred. The target lesion was located in the right leg. An angiojet® zelantedvt¿ catheter was primed and mechanical thrombectomy was started. Two passes were completed and then the catheter stopped working. There was a check saline message and it was noted that the pump was leaking. The procedure was completed with a different catheter. There were no patient complications and the patient status is fine.

Manufacturer narrative:
Age at time of the event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a loss of aspiration occurred. The target lesion was located in the right leg. An angiojet® zelantedvt¿ catheter was primed and mechanical thrombectomy was started. Two passes were completed and then the catheter stopped working. There was a check saline message and it was noted that the pump was leaking. The procedure was completed with a different catheter. There were no patient complications and the patient status is fine.